Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a buzzer is mounted on the front panel board. Internal buffer error may occur when there is a problem in accessing the memory of the cm or cp board. The phenomenon was not duplicated at the repair department, and it occurred only once at the customer site. It is likely that buzzer of the front panel went off and the error occurred because an external power supply became unstable and memory access to the cm or cp board became temporarily unstable. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The evaluation uncovered a worn-out video connector which caused poor connection and need replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera iii video system center due to error code e209, a cracking sound from the power cord to the tower when power cord was wiggled. There was no harm or user injury reported due to the event.